Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) and ¿it never worked correctly.¿ the patient had two trials and they reportedly worked great. The ins was to be removed in the next 60 days. The patient had the thoracic vertebrae 10 and 11 removed during implantation. It was stated that the patient was hurting in this area. The patient recalled that every time she would breathe, it would hurt. The patient was not aware that the bones were going to be removed. The patient was reprogrammed many times, but the stimulation was in her ribcage instead of her back. The patient would get therapy in her legs, but not in her back where she needed it he most. It was added that stimulation worked in her legs, but not in her back. It was also reported that the patient¿s neuropathy had been getting worse after the fusion surgery (unrelated to ins) and that she got a ¿charley horse¿ that woke her up in the middle of the night. It was noted that the patient¿s neuropathy makes her fall because of the lack of feeling in her feet. The patient also complained of weakness in limbs. The patient had and appointment on (B)(6) 2013 to discuss ins removal. The patient was reportedly on oral pain medication and had gained weight because she was immobile. It was noted that the patient was going to a therapist for depression resulting from her issues and the death of her physician.